Event description:
It was reported that the device will shut down by itself. The unit does not power cycle back on. The customer states that he only knows of this issue occuring on ac power. A pt was being monitored. Customer states there was no audible or visual alarm or message just before the unit powered off. There was no pt harm. No consequences or impact to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.